Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the locking bolt measuring device was found to be broken during a reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This report is for one (1) locking bolt measuring device f/trochanteric fixation nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the device was received at us cq. Upon visual inspection, the ball and compression spring components are missing. The complaint can be confirmed for the reported condition as missing components are the parts of slider which are staking/connect together. Document/specification review: no design issues or discrepancies were identified. Dimensional inspection: dimensional analysis on the hole for the missing ball and compression spring components could not be performed due to deformation from the staking process that happens during final assembly. Conclusion: the overall complaint was confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history. Part number: 357.402. Lot number: 5326961. Date of manufacture: 07/07/2006. Place of manufacture: brandywine. Part expiration date: n/a (nonsterile). List of nonconformances: none . Description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.